Event description:
It was reported that some catheters were not curved well at the end, and the user was unable to use the catheters. The customer has pictures of the good ones (usable) and the bad one (unusable). The user stated this has been happening for a couple of months. Per follow-up via email on (B)(6) 2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted. The user stated that the catheter was tried to be inserted to the point of bleeding. Per follow up via phone on (B)(6) 2020, some catheters were not curved enough, so the customer was unable to insert it all the way. Per follow up information via email on (B)(6) 2021, the customer had 35 used catheters available for return and stated that they tried to insert the catheters, but they were unable to insert.

Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. An orange coude tip urethral catheter was returned opened in original packaging. The coude tip and indicator appeared to be aligned. The product had some bend to the catheter tip which meets the specification. The product was used for treatment purposes. The product had not caused the reported failure. A potential root cause for this failure mode was unable to determine. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. Per investigation a labeling review was not required. Correction: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some catheters were not curved well at the end, and the user was unable to use the catheters. The customer has pictures of the good ones (usable) and the bad one (unusable). The user stated this has been happening for a couple of months. Per follow-up via email on 25nov2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted. The user stated that the catheter was tried to be inserted to the point of bleeding. Per follow up via phone on 01dec2020, some catheters were not curved enough, so the customer was unable to insert it all the way. Per follow up information via email on 08feb2021, the customer had 35 used catheters available for return and stated that they tried to insert the catheters, but they were unable to insert.